Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not yet returned.

Event description:
It was reported that during a radial head replacement, the screwdriver shaft fractured while tightening screw into the radial head. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). His follow-up report is being submitted to relay additional and/or corrected information. Reported event was confirmed by review of the product returned. As per visual inspection, the tip was fractured. Product was sent to scanning electron microscope (sem) laboratory. Per, sem, the tip of the x drive x-lock blade had fractured. Low magnification optical images showed bending hinges on three of the blade segments, suggesting that these three segments all failed in bending, all in the same direction. All three of these segments exhibited discoloration of the fracture surfaces, suggesting that open cracks had been present for some period of time prior to final fracture. Sem imaging confirmed the presence of the bending hinges. All three fractured segments showed evidence of intergranular fracture. The fracture mode transitioned to mixed intergranular/ductile/brittle at the edge of the intergranular zone. Eds analysis revealed contamination by organic material containing the elements c, n, o, cl and ca and possible oxidation within the intergranular fracture region. The mixed fracture zone showed a lower concentration of oxygen. Quantitative elemental eds analysis of the blade shank outer surface shows that it was consistent with 400-series stainless steel with contamination by organic material (c, o). The unfractured outer diameter of the blade tip showed evidence of etching or intergranular corrosion with minor organic contamination. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.